Manufacturer narrative:
2/23/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a diagnostic laparoscopy procedure. Reportedly, the device leaked. No pt injury was reported.